Event description:
It was reported that the patient with this ambicor penile prosthesis (app) presented with floppy and pointy glans, believed to be due to oversized cylinders. A surgical procedure was performed to remove all the components and implant an inflatable penile prosthesis (ipp). There were no further patient complications reported.

Manufacturer narrative:
Additional information updated: h6: evaluation conclusion codes there was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported issues with length of the device and floppy and pointy glans may have been due to a potential measurement error at implant.

Event description:
It was reported that the patient with this ambicor penile prosthesis (app) presented with floppy and pointy glans, believed to be due to oversized cylinders. A surgical procedure was performed to remove all the components and implant an inflatable penile prosthesis (ipp). There were no further patient complications reported.